Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
As reported: "revision of reverse shoulder which was implanted on(B)(6)2024, patient had nerve problems, surgeon suspected the glenoid was too lateralized with the wedge implant so wanted to revise to a standard base plate- all implants from the previous case except the ascend humeral stem were replaced with new implants".

Event description:
As reported: "revision of reverse shoulder which was implanted on (B)(6) 2024, patient had nerve problems, surgeon suspected the glenoid was too lateralized with the wedge implant so wanted to revise to a standard base plate- all implants from the previous case except the ascend humeral stem were replaced with new implants".

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.